Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow up there was a single episode of vt stored on device. After review, the episode was caused by t wave post sensing. Poor sensing was suspected. Programming changes were made to device. Patient was in good condition after event.